Manufacturer narrative:
All buttons functioning properly. However, found slight corroded keypad traces. No frozen screen noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no audio/beep anomaly noted. The insulin pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose, audio beep anomaly and button error. The customer's blood glucose reading was 41 mg/dl. The customer treated with food. The customer stated that the buttons were not responding and there was a black circle on the screen. The customer mentioned that they were not able to complete the process as the screen froze after selecting yes. The insulin pump will be returned for analysis.